Event description:
The vent will run on internal battery, but when ac power is applied the vent immediately shuts down. Vent inop alarm sounds and led lights. The battery charge status led blinks between red and amber color after initial precharge battery test is complete. Vent was not placed on pt.